Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The grip tips would open, but unable to close. No damage was found. A review of the logs shows no errors. The instrument was transferred to engineering for further investigation: the grip tube retaining ring was missing, allowing the grip tube to slide independent of the grip drive adapter. The grip adapter can open the jaws by pushing the grip tube, but the grip drive adapter slides over the grip tube when attempting to close the jaws, leaving the jaws open. The washer was found slightly dislodged from its intended location, as there is no retaining ring to hold it in place. The lock ring was not found inside the instrument. It was unclear whether the lock ring was ever installed onto grip drive adapter, as the instrument was not able to used.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer inserted the vessel sealer extend (vse) and the tips would not open and close. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was noted on first use of the vse. The vse was installed on the arm and inserted into the patient, but it never worked. The procedure was completed with no patient injury using a new vse instrument.